Event description:
It was reported that an inclusive mini implant o-ball failed. The patient has bone type ii and a history of smoking. No medical or dental history prior to implant. The patient presented on an unspecified date in (B)(6) 2020 for primary placement on tooth #22. The patient returned on an unspecified date in (B)(6) 2020 after final prosthesis with no symptoms. It was determined that the implant loss osseointegration and the device was removed.

Manufacturer narrative:
The device has not been returned. If/ when the device is returned an investigation will be carried out and a supplemental report will be submitted. Patient's weight is not recorded at the time of visit.

Manufacturer narrative:
The device investigation has been completed and the results are as follows: DHR results: the DHR was reviewed for lot# 6087310 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results: the packaged stock product is not applicable for review since no defect was observed from the returned product. Investigation methods/results: the device was returned but not in original package. The implant was verified to be an inclusive mini implant o-ball 2.5 mmd x 10 mml (70-1068-imp0004) using radiographic template (doc #3006704_4.0). There was no defect or non-conformity observed and the threads were intact. The complaint is verified based on the returned part(s) but cannot confirm the failure mode. There was no evidence found that indicated that the reported issue was caused by the device itself. Root cause: "failure to osseointegration" is a common complaint in regards to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible responses to this complaint could be attributed to various causes. Although the root cause for failure to osseointegration is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors. IFU 4990 rev 2.0 (inclusive mini implant system) contains the following statement in warning section: "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." IFU 4990 rev 2.0 (inclusive mini implant system) contains the following statement in warning section: the implant site should be inspected for adequate bone by radiographs, palpations and visual examination. Determine the location of nerves and other vital structures and their proximity to the implant site before any drilling to avoid potential injury, such as permanent numbness to the lower lip and chin. In addition, IFU 4990 rev 2.0 (inclusive mini implant system) contains the following statement in precaution section: "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. All drilling procedures should be performed at 2000 rpm or less under continual and copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to. CAPA 20-006. (B)(4).

Event description:
It was reported that the inclusive mini o-ball implant failed to osseointegrate. The patient has bone type ii. No other medical or dental history prior to implant was reported. It was reported that the patient presented on an unspecified date in (B)(6) 2020 for primary placement on tooth #22. The patient returned on an unspecified date in (B)(6) 2020, after the final prosthesis delivery, with no symptoms. It was at that time that the implant was removed. It was additionally reported that the implant was not already out of the patient's mouth when then the patient went to the clinic. There was no patient injury reported.